Manufacturer narrative:
Citation: lars-oliver conzelmann. Feasibility of transcatheter aortic valve implantation in patients with coronary heights =7 mm: insights from the transcatheter aortic valve implantation karlsruhe (tavik) registry. European journal of cardio-thoracic surgery. (B)(6) 2018; 0: 1-10. Doi: 10.1093/ejcts/ezy130 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the feasibility of transcatheter aortic valve implantation in patients with coronary heights =7 mm: insights from the transcatheter aortic valve implantation karlsruhe (tavik) registry. All data were collected from a single center between 2008 and 2017. The study population included 86 patients (predominantly female; mean age 81 years), one patient had a medtronic freestyle (serial number not provided) prior to the transcatheter valve implant. The patient implanted with a freestyle required a valve in valve implant for an unknown reason. Based on the available information, this was likely related to medtronic product. No additional adverse patient effects were reported.